Manufacturer narrative:
An investigation is currently underway upon completion, the results will be forwarded.

Event description:
It was reported to tyco/ kendall healthcare in 2007, that a customer had a problem with a PICC. The customer reports "line placed on 400g baby eight days prior, and a leak was observed on the event date. The line was then removed and saved for kendall. The leak was identified directly below the stabilizing wing."